Event description:
In 2009, the patient reported she received an e4 (occlusion) error on her insulin infusion device during regular basal delivery. To troubleshoot, the patient was instructed to disconnect from her headset and prime which she did without error. The patient stated she changed her insulin infusion set today and had pain when she inserted the headset. She stated she has scar tissue all over her abdomen. She selected a new site location and inserted a new headset. The patient checked her blood glucose and her reading was 259 mg/dl with her normal range being 100-180 mg/dl. Symptoms were feeling confused and stubborn. She stated she will treat her readings by bolusing 10 units of insulin. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.